Event description:
I had blurred vision, red irritated eyes, stinging sensation, and light sensitivity. I went to eye dr and we switched from amo complete moisture plus eye solution and also changed brands of my contacts and after approx 8 weeks my eyes have cleared up.